Manufacturer narrative:
It was reported that "drain in place and were on antibiotics while drain was in place. Developed infections under the skin above the fascia exactly where the perforated flat drain site were. All drains were connected to the jp bulb and kept closed and opened only to briefly empty contents". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Infection.